Manufacturer narrative:
The patient also had a non-cordis stent implanted in the left vertebral artery. Etiology of the bilateral strokes was suggestive of embolic infarcts through collateral flow from the left-to-right and posterior to anterior circulation. It was also noted that due to a watershed distribution the etiology may be due to an additional embolic source. The embolic stroke events are being captured as not reportable events. The pseudoaneurysm event is being captured as a non-complaint as a no-cordis catheter sheath introducer was used for the procedure. It was noted that the patient did not have any residual injuries, experiencing full recovery in less than twenty-four hours. This event was originally diagnosed as a tia. The stroke scale scores were also noted to be 0 for both nih and rankin. The lica target lesion was reported to be: a 77% stenosis, 25 mm length, 4.5 mm reference diameter, mildly tortuous, moderately calcified, and eccentric. The lesion was not pre-dilated. The residual stenosis was 50%. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used for the same patient. Please reference MFR. Report #9616099-2010-00438 and #9616099-2010-00439.

Manufacturer narrative:
The adjudication minutes received indicated that the patient suffered minor bilateral embolic strokes post-procedure after the initial precise 7 x 40 stent implantation and bilateral arterial restenosis of the two precise stents. Carotid duplex showed elevated peak systolic velocities suggestive of in-stent restenosis (isr) of 50-69% in both of the previously placed stents. The in-stent-restenosis is being reported for both products. The code of embolic stroke will only be added to the precise stent placed on (B)(6) 2009 as the stroke occurred on (B)(6) 2009 and the second precise was placed on (B)(6) 2009, one day later. The report received from the (B)(4) study indicated the patient was enrolled in the study and had successful precise 7 x 40 carotid stent implantation in the proximal left internal carotid artery (lica) during the study index procedure. The patient had no neurological deficit upon leaving the angiography suite post-procedure. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. Six days after the index procedure, the patient was reported to have experienced a tia characterized by left hemiparesis and dysarthria. The event was reported to be unrelated to the study device/procedure or anticoagulation and the duration of the event was less than 24 hours. The day after the tia event, on (B)(6) 2009, seven days after the study index procedure, the patient had an additional precise 7 x 30 carotid stent implanted in the proximal right internal carotid artery (rica). The event was reported to be unrelated to the study device/procedure. (B)(4): the product was not returned for inspection. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14045198 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No non-conformance records were issued for this lot. No excursions were found for lot 14045198. Manufacturing records for lot 14045198 were reviewed and the product met all quality requirements for product acceptance. A DHR review was requested to nitinol devices & components (ndc), for part number: 23541 and stent lot numbers 120434; and the results indicate that the stent shipped meets specified release requirements. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. Isr is more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. Ischemic/embolic stroke is a known potential risk associated with implanting a stent in a carotid artery. The act of post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. There is no evidence to suggest that the event is related to the design or manufacturing process of the device. This is one of two products used for the same patient. Please reference MFR. Report #9616099-2010-00438 and #9616099-2010-00439.

Event description:
The report received from (B)(4) study indicated the patient was enrolled in the study and had successful precise 7 x 40 carotid stent (stent #1) implantation in the proximal left internal carotid artery (lica) during the study index procedure. The patient had no neurological deficit upon leaving the angiography suite post-procedure. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. Six days after the index procedure, the patient was reported to have experienced a transient ischemic attack (tia) characterized by left hemiparesis and dysarthria. The event was reported to be unrelated to the study device/procedure or anticoagulation and the duration of the event was less than 24 hours. The day after the tia event, the patient had an additional unknown precise carotid stent (stent #2) implanted in the ostium/proximal right internal carotid artery (rica). The event was reported to be unrelated to the study device/procedure. The adverse events (aes) of tia and the additional carotid stent implantation were previously captured as non-complaints. Additional information received: the adjudication minutes received indicated that minor bilateral embolic strokes post-procedure after the initial precise 7 x 40 stent implantation, a right femoral pseudoaneurysm, and bilateral arterial restenosis of the two precise stents. Carotid duplex showed elevated peak systolic velocities suggestive of in-stent restenosis (isr) of 50-69% in both of the previously placed stents. The in-stent-restenosis is being reported for both products.